Event description:
It was reported that after the sterilization of the endoscope, the hospital noticed that the distal lens of the scope was cracked. There was no patient involvement reported by the hospital.